Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Analysis of the available data showed that the ICD activated the eri battery status on (B)(6) 2023, and the user was immediately informed via the home monitoring system. From (B)(6) until explant date the ICD transmitted data to home monitoring as expected. The reason for the lack of transmission between (B)(6) 2022 and (B)(6) 2023 was not conclusively determinable. However, based on the current information that the cardio messenger started sending normally again on (B)(6) 2023, it is reasonable to assume that the cardio messenger might have been responsible for the transmission gap. Subsequently the ICD was interrogated. The interrogation could be properly performed and it revealed the eos battery status, detected on (B)(6) 2023, 20 days after explantation of the device. The device was implanted for approximately 73 months. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
After an implantation period of approx. 73 months, it was reported that the device shows the eri status. Furthermore it was observed that there was no communication with homemonitoring in eri. The ICD was explanted. Should additional information be received, this file will be updated.